Manufacturer narrative:
(B)(4). Date of initial report: 07/25/2016. The unit was returned and the investigation did not identify anything that would have caused or contributed to the reported event. The unit was found to function normally and within specification. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Event description:
The customer reported that during a bipolar vesicle transurethral resection surgery bleeding on vesicle wall was observed immediately after deeper resection. Urologist stopped the bleeding with a monopolar device and no more issues were observed. However, new bleeding was detected through the drainage tube during patient stay into recovery room. For this reason patient needed a new operation to stop the bleeding (more than 300 cc and less than 500cc bleeding 3 hours between surgeries was when surgeon observed a bleeding on vesicle wall). Surgeon found that the vesicle wall was bleeding at some areas near the vesicle neckline. The patient recovered some days later.